Manufacturer narrative:
This MDR serves as a notification, in which MDR 1220648-2025-49523 was erroneously filed as a duplicate of MDR 1220648-2025-49522. Please refer to MDR 1220648-2025-49522 for all reports filed for this device.

Manufacturer narrative:
Investigation summary ==> mechanical interaction with blood (hemolysis): the pump was not returned for investigation. Data log shows a motor current spike 20 minutes after pump start; however, pump performance was not impacted after the spike. There was no positioning alarm, suction alarm, or major placement signal trend reported during the case run. The cause of the hemolysis issue was most likely biomaterial ingestion, based on data log review. Device history lot ==> device batch: 1916496. Device history batch ==> subcomponent lot: na. Device history review ==> the pump (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella rp flex for mechanical circulatory support. During support the patient had hemolysis. No further information was provided. The pump was successfully weaned and explanted, and the patient survived the event.